Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contributor to false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed the air in line message during an infusion (medication, programmed amount and delivery rate unk). Any pt involvement, injury or medical intervention is unk.